Event description:
Customer called to report an overinfusion during pt use. According to the reporter, the pt's infusion started at 12:00 pm; at 6:30pm the pt observed that the chamber was empty. The expected infusion time was 22 hours. According to the reporter the device contained 22.6ml of 5fu and 22.9ml of 5% dextrose for a total fill volume of 45.5ml. No pt injury or medical intervention was reported.